Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. It is unknown whether there was deviation from instruction for use in reprocessing steps for location with foreign material remained. There was no physical damage to area where the foreign material resided. Therefore, a definitive root cause could not be identified. The instructions for use states the detection methods associated with the event in "cf-hq1100dl/I operation manual chapter 3 preparation and inspection." And the prevention methods in "cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited white foreign material inside the jet-tube. There were no reports of patient involvement.